Event description:
The caller reported that the pt's daughter was assisting with the routine change of the tracheostomy tube. The cuff on the tracheostomy tube would not inflate when it was inserted in the pt. It was removed and the pt was re cannulated with another 8dct tracheostomy tube. The caller also reported that the pt's daughter routinely pre-tests the tracheostomy tube cuffs by inflating with five to six cc of air, and then uses a finger test to further inflate the cuff.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.